Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer checked the connections and found a faulty controller board on drawer. The controller board and pyxis module control board were replaced. However, the controller board from inventory was also found to be faulty. The engineer reconfigured the system and performed testing. The drawers were verified to be working in hardware test application and the medication application. The system functioned as intended after the field service engineer repaired the device.